Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion field service representative went on site to assist end user with a issue of unit stopped oscillating while in patient use with audible alarm present along with brunt smell. The carefusion field service representative checked all voltages and found everything within spec along with checking boards for damage with no damage found. Found smoke smell had come from a power strip that had been attached to oscillator. End user was then advised to use oscillator without power strip. Unit was then run overnight to ensure proper operation. End user requested to replace broken max pressure switch. The carefusion field service representative used part provided by end user for replacement of pressure switch.

Event description:
The customer reported the unit stopped oscillating while in patient use audible alarm present. The customer also noted a burnt smell after they removed the unit from the patient. No patient harm noted the patient was placed on another unit.